Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: trying to close the fan, and it angled instead of straightening up. This happened a few times, and whilst trying to close a third time a part fell off the instrument into the patient. It was removed, then the fan retractor was eventually closed but remained angled and was removed with difficulty. A second fan retractor was opened however, whilst trying to straighten it, it also angled and wouldn't straighten properly. An endoscope was put in to see how to remove the device safely as it was still angled and extremely difficult to remove, eventually had to be levered out of the patient. A 15mm trocar sleeve was still attached to the device as it was removed as the device was stuck due to angled. For parts were seen in the patient that had broken off. The parts were retrieved. The case was extended by more than 30 minutes.